Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing using the returned multi-function cable and external paddles without duplicating the reported malfunction. The connector on the multifunction cable was observed to be damaged, but the user was still protected from exposure when inserted into the paddle set. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to perform a 30 joules test with the paddles, a female nurse (age unknown), received an unintended delivery of energy at 30 joules. Complainant indicated that there was no adverse effect to the end user due to the reported malfunction.